Event description:
The customer reported that they attempted to turn on the wavescan and unit would not power up. The customer tried to plug the system into another outlet and saw smoke coming from the back of the computer. There was no patient involvement with this event.

Manufacturer narrative:
The amo field service engineer inspected the equipment and found that the power supply smelled burnt however all other components looked good. The field service engineer replaced the computer and verified the system was operating to specifications. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.